Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accutni) results generated by the unicel® dxc 600i synchron® access® clinical system for three patients. Customer tested 3 patient samples for accutni and obtained results of 0.273, 0.097 and 0.182ng/ml. The samples were then centrifuged and realiquoted upon which the first sample gave results of 0.008 and 0.014ng/ml, the second sample gave a result of 0.021ng/ml and the third sample gave results of 0.023, 0.026 and 0.02ng/ml. The erroneous results were reported outside of the laboratory and corrected reports were issued. One patient was treated for an ami and was given clexane.

Manufacturer narrative:
Samples were collected in 13x100mm greiner lithium heparin tubes and centrifuged for 3000 g for 15 minutes at 20 °c. Qc resulted within specifications during the time of the event. System check performed in 2009 met specifications. A field service engineer (fse) was on-site the same day, to address a suspected ultrasonics issue and replaced the ultrasonic transducer and replaced a vacuum pump which was noted to be noisy. Fse was back on-site five days later: (a) fse found some probes in the incorrect positions and replaced the aspirate and dispense probes. Fse also replaced some other hardware which was found faulty and performed adjustments after which a system check run met specifications. Although the hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.